Event description:
The manufacturer received information alleging that a patient experienced a ventilator inoperative condition of "cutting off during treatment displaying the message 'device in operational' with a red screen" while using a bipap a40 pro device, which was alleged to have caused anxiety, sleep deprivation, and tiredness due to the device's ventilator inoperative condition. These injuries were assessed as non-serious. The patient also stated past medical history of an underlying health condition of end-stage cystic fibrosis and is in palliative care. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.